Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. It is suspected that the device was twisted and the device in the pocket was able to break the anchor suture. The atrial lead became dislodged once the sutures around the leads didn't hold. The atrial lead became dislodged once the sutures around the leads didn't hold. It was discovered by the clinic technician. A new lead was successfully implanted. No additional adverse patient effects were reported. This device is not expected to return for analysis.